Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : performance data was collected from the device and analyzed with no anomalies found. The device was returned and analyzed with no anomalies found. The set screw was in the connector bore. (B)(4).

Event description:
It was reported that during an implant procedure, the device measured undefined impedances (greater than 9999 ohms) on both the right atrial and right ventricular ports. The leads were disconnected and tested through a lead analyzer - the impedances were within normal limits. The leads were then reconnected to the device and again, the impedances were undefined. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.